Event description:
Patient called in to report incorrect readings for freestyle libre 3 and also received the recall notification letter for this device. She denied any adverse effects due to this product problem.